Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-05252 for the spyscope ds ii access & delivery catheter and 3005099803-2024-05253 for the spy ds controller. It was reported to boston scientific corporation that a spyscope dsii and spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. It was reported the image had lines then was lost. The physician decided to discontinue the procedure. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: the returned spyscope ds ii was analyzed. The reported complaint regarding visualization was not confirmed. During product analysis, a live image was seen upon insertion of the device. Visual inspection and x-ray inspection noted no signs of damage to the distal tip that could cause image problems. Functional testing in the form of articulation did not cause image to be disrupted. A leak test did not detect a pathway through the optics lumen for fluid to travel. With all the available information, boston scientific concludes loss of visualization the reported event was not confirmed. During product analysis, a live image was seen upon insertion of the device and no issues with device functionality was observed. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-05252 for the spyscope ds ii access & delivery catheter and 3005099803-2024-05253 for the spy ds controller. It was reported to boston scientific corporation that a spyscope dsii and spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. It was reported the image had lines then was lost. The physician decided to discontinue the procedure. There were no reported patient complications as a result of this event.